Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they had one arctic sun device in the nicu. Their hospital purchased 2 of the newer stat machines for the picu. Nurse states, they had their device on a baby and needed to borrow a second device from picu for another patient. The neonate ended up being over cooled to 30.4c, with their targeted temperature (tt) set to 33.5c. Nurse states they aware of the field action notice for the alarm 113 (reduced water temperature control) and was asking if the new device would have the low patient alert which could potentially be silenced by the nurses. Nurse states they not working that day, but the nurses informed them they did not see any alarms that they can remember. Nurse asking if the picu would have a different protocol set from the nicu. Nurse states in the past they had downloaded the case data and wanting to know how to download the data. Informed nurse the low patient alert can be silenced by the nurse and therapy would continue. The device would alarm with this patient below low patient alarm multiple times if the patient was below the programmed low patient alert temperature. Informed nurse the device can have multiple protocols programmed on the device, if the picu uses a different protocol from nicu, then it would likely be on a default option on their device. Informed nurse to download case data, they would turn the device on, select advanced set up in the bottom right corner on the therapy selection screen and then click start next to download patient data. They would insert the flash drive into the usb port on the back of the device. They can scroll to select the correct date and time for the patient case. They should then press save to download the case. Once the text turns gray, download was complete and they can remove the flash drive.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse states they had one arctic sun device in the nicu. Their hospital purchased 2 of the newer stat machines for the picu. Nurse states friday, they had their device on a baby and needed to borrow a second device from picu for another patient. The neonate ended up being over cooled to 30.4c, with their targeted temperature (tt) set to 33.5c. Nurse states they aware of the field action notice for the alarm 113 (reduced water temperature control) and was asking if the new device would have the low patient alert which could potentially be silenced by the nurses. Nurse states they not working that day, but the nurses informed them they did not see any alarms that they can remember. Nurse asking if the picu would have a different protocol set from the nicu. Nurse states in the past they had downloaded the case data and wanting to know how to download the data. Informed nurse the low patient alert can be silenced by the nurse and therapy would continue. The device would alarm with this patient below low patient alarm multiple times if the patient was below the programmed low patient alert temperature. Informed nurse the device can have multiple protocols programmed on the device, if the picu uses a different protocol from nicu, then it would likely be on a default option on their device. Informed nurse to download case data, they would turn the device on, select advanced set up in the bottom right corner on the therapy selection screen and then click start next to download patient data. They would insert the flash drive into the usb port on the back of the device. They can scroll to select the correct date and time for the patient case. They should then press save to download the case. Once the text turns gray, download was complete, and they can remove the flash drive. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800736 rev 0 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they had one arctic sun device in the nicu. Their hospital purchased 2 of the newer stat machines for the picu. Nurse states, they had their device on a baby and needed to borrow a second device from picu for another patient. The neonate ended up being over cooled to 30.4c, with their targeted temperature (tt) set to 33.5c. Nurse states they aware of the field action notice for the alarm 113 (reduced water temperature control) and was asking if the new device would have the low patient alert which could potentially be silenced by the nurses. Nurse states they not working that day, but the nurses informed them they did not see any alarms that they can remember. Nurse asking if the picu would have a different protocol set from the nicu. Nurse states in the past they had downloaded the case data and wanting to know how to download the data. Informed nurse the low patient alert can be silenced by the nurse and therapy would continue. The device would alarm with this patient below low patient alarm multiple times if the patient was below the programmed low patient alert temperature. Informed nurse the device can have multiple protocols programmed on the device, if the picu uses a different protocol from nicu, then it would likely be on a default option on their device. Informed nurse to download case data, they would turn the device on, select advanced set up in the bottom right corner on the therapy selection screen and then click start next to download patient data. They would insert the flash drive into the usb port on the back of the device. They can scroll to select the correct date and time for the patient case. They should then press save to download the case. Once the text turns gray, download was complete and they can remove the flash drive.